Manufacturer narrative:
Patient weight not available from the site. Device lot number, or serial number, was unavailable. Device manufacturing date is dependent on lot number/serial number, therefore unavailable. Part not returned to manufacturer for analysis as site has not chosen to replace and return it at this time.

Event description:
A medtronic representative reported that during a multi level fracture (t12-l3) spinal procedure, the solera screwdriver tip broke while the surgeon was setting a 6.5 x 33mm screw at l2. There was a 30 minute delay to find a new driver. A non-navigated screwdriver was then used instead. However, the awl and tap were navigated during screw placement. The surgeon completed the procedure with the use of the navigation system. The procedure was completed successfully with no impact on patient outcome.